Event description:
Upon removal of the guidewire, it was noted that the wire had uncoiled into several different strands. Report was found on (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.